Event description:
It was reported that the lead was fractured. Noise on the right ventricular electrogram was noted along with a decrease in defibrillation impedances. It was noted that the patient received a shock. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was observed in the outer tubing overlay and in/on the helix/lobe mechanism and the helix/lobe mechanism sleeve head. The helix/lobe was distorted/ bent during analysis. It was noted that the outer tubing overlay was melted and had cosmetic environmental stress cracking. A cosmetic depression was observed on the outer insulation. Apparent explant damage was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. The defibrillation conductor was distorted. Blood/body fluid was observed in the outer tubing overlay and in/on the helix/lobe mechanism and the helix/lobe mechanism sleeve head. The helix/lobe was distorted/ bent during analysis. It was noted that the outer tubing overlay was melted and had cosmetic environmental stress cracking. A cosmetic depression was observed on the outer insulation. Apparent explant damage was noted.

Event description:
It was reported that the lead was fractured. Noise on the right ventricular electrogram was noted along with a decrease in defibrillation impedances. It was reported that the patient received an inappropriate shock due to noise oversensing. The lead was explanted and replaced. No further patient complications were reported as a result of this event.